Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 slidemaker was leaking blood. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the source of the leak was the dispense probe tubing that was cut. The fse replaced the tube. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
(B)(4).